Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be confirmed or reproduced during evaluation. No parts were replaced. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed an astral device displayed an external battery alarm. There was no patient harm or serious injury reported as a result of this incident.